Event description:
IV therapy nurse found the pt's PICC line broken at hub. Catheter tubing was open to air. There was no bleeding from the catheter. IV therapy nurse removed catheter from the pt. This is one of 3 recent events involving this type of catheter with a similar break. This co's PICC catheters have been removed from the shelf and returned to the MFR.